Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had battery maintenance due and also requires safety disc replacement. There was no patient involved.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number 2249723-2025-0002077 in your database.

Event description:
N/a